Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on 24-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("essure that had migrated (in my abdomen") and device breakage ("revealed of a piece of the insert in my left iliac fossa") in a female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Concurrent conditions were listed as laparoscopy and tubal ligation. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 71 days after essure insertion, she experienced abdominal pain ("multiple areas of abdominal pain"), pain ("pain in multiple areas and numerous symptoms"), fatigue ("constant and increasing fatigue"), musculoskeletal pain ("muscle and joint pain in all my limbs / impossible to move without joint or muscle pain"), tendonitis ("constant tendonitis"), dysmenorrhoea ("abdominal pain during my period leading me to the emergency department"), migraine ("migraines"), alopecia ("loss of handfuls of hair"), onychoclasis ("damaged, brittle and soft nails"), onychomalacia ("soft nails"), visual impairment ("loss of two-tenths of vision in my right eye"), trismus ("locking jaws"), tooth disorder ("weakened teeth"), amnesia ("memory loss"), deafness ("hearing loss"), mood swings ("fluctuating morale"), generalised oedema ("oedema all over my body"), diarrhoea ("diarrhoea"), constipation ("constipation"), dyspnoea ("breathlessness"), gastrooesophageal reflux disease ("gastroesophageal reflux"), dyspepsia ("digestion problem"), balance disorder ("loss of balance") and breast calcifications ("significant breast calcifications") and was found to have weight increased ("weight gain"). An unknown time later she experienced device dislocation (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with antadys (flurbiprofen) as well as surgery (on (B)(6) 2010 removed migrated essure). At the time of the report, the device dislocation had not resolved. The outcomes for device breakage, abdominal pain, pain, fatigue, musculoskeletal pain, tendonitis, dysmenorrhoea, migraine, alopecia, onychoclasis, onychomalacia, visual impairment, trismus, tooth disorder, amnesia, deafness, mood swings, generalised oedema, weight increased, diarrhoea, constipation, dyspnoea, gastrooesophageal reflux disease, dyspepsia, balance disorder and breast calcifications were unknown. No causality assessment was received for essure with regard to pain, device dislocation, device breakage, fatigue, musculoskeletal pain, tendonitis, abdominal pain, dysmenorrhoea, migraine, alopecia, onychoclasis, onychomalacia, visual impairment, trismus, tooth disorder, amnesia, deafness, mood swings, generalised oedema, weight increased, diarrhoea, constipation, dyspnoea, gastrooesophageal reflux disease, dyspepsia, balance disorder or breast calcifications. The reporter commented: shocked by the fact that the migrating essure was not completely removed and has been migrating for 13 years. Multiple types of disabling pain. All the symptoms cited above increase day by day and prevent me from carrying out normal and routine tasks. Hysterectomy scheduled and planned removal of the migrating piece of essure. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] in (B)(6) 2023: piece of the insert in my left iliac fossa (essure not completely removed). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) ) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("essure that had migrated (in my abdomen") and device breakage ("revealed of a piece of the insert in my left iliac fossa") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as laparoscopy and tubal ligation. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 71 days after essure insertion, she experienced abdominal pain ("multiple areas of abdominal pain"), pain ("pain in multiple areas and numerous symptoms"), fatigue ("constant and increasing fatigue"), musculoskeletal pain ("muscle and joint pain in all my limbs / impossible to move without joint or muscle pain"), tendonitis ("constant tendonitis"), dysmenorrhoea ("abdominal pain during my period leading me to the emergency department"), migraine ("migraines"), alopecia ("loss of handfuls of hair"), onychoclasis ("damaged, brittle and soft nails"), onychomalacia ("soft nails"), visual impairment ("loss of two-tenths of vision in my right eye"), trismus ("locking jaws"), tooth disorder ("weakened teeth"), amnesia ("memory loss"), deafness ("hearing loss"), depressed mood ("fluctuating morale"), generalised oedema ("oedema all over my body"), diarrhoea ("diarrhoea"), constipation ("constipation"), dyspnoea ("breathlessness"), gastrooesophageal reflux disease ("gastroesophageal reflux"), dyspepsia ("digestion problem"), balance disorder ("loss of balance") and breast calcifications ("significant breast calcifications") and was found to have weight increased ("weight gain"). An unknown time later she experienced device dislocation (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with antadys (flurbiprofen) as well as surgery (on (B)(6) 2010 removed migrated essure). At the time of the report, the device dislocation had not resolved. The outcomes for device breakage, abdominal pain, pain, fatigue, musculoskeletal pain, tendonitis, dysmenorrhoea, migraine, alopecia, onychoclasis, onychomalacia, visual impairment, trismus, tooth disorder, amnesia, deafness, depressed mood, generalised oedema, weight increased, diarrhoea, constipation, dyspnoea, gastrooesophageal reflux disease, dyspepsia, balance disorder and breast calcifications were unknown. No causality assessment was received for essure with regard to pain, device dislocation, device breakage, fatigue, musculoskeletal pain, tendonitis, abdominal pain, dysmenorrhoea, migraine, alopecia, onychoclasis, onychomalacia, visual impairment, trismus, tooth disorder, amnesia, deafness, depressed mood, generalised oedema, weight increased, diarrhoea, constipation, dyspnoea, gastrooesophageal reflux disease, dyspepsia, balance disorder or breast calcifications. The reporter commented: shocked by the fact that the migrating essure was not completely removed and has been migrating for 13 years. Multiple types of disabling pain. All the symptoms cited above increase day by day and prevent me from carrying out normal and routine tasks. Hysterectomy scheduled and planned removal of the migrating piece of essure. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] in (B)(6) 2023: piece of the insert in my left iliac fossa (essure not completely removed). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.